Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The customer reported two events but there was no differentiating info in the MDR description of the event. This supplemental report is to correct the quantity of this event from one to two. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that there was a safety incident that occurred with safestep huber needle set without y-injection site. Rn was flushing port a cath line and noted normal saline spraying from line. Upon inspection of line tubing, it was noted the line was broken. A new kit was opened and used. The patients were not harmed, nor did they experience discomfort, or pain. Increased monitoring. No other information was provided.